Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated "filter deployed correctly, but the filter did not open. The legs stay closed, seemingly stuck on themselves."